Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for low atrial intrinsic amplitude. Review of the device data indicated that there was oversensing of atrial lead noise. The noise was also present on the shock channel at the same time. Technical services recommended in-clinic assessment with provocative maneuvers. The ICD and atrial lead (non-boston scientific product) remain in service and no adverse patient effects were reported. Additional information received indicated that in-clinic it was possible to elicit the noise via physical maneuvers (myopotential movement). The atrial intrinsic amplitude had become increasingly sporadic since september 2022, which also coincided with the beginning of the noise. It was noted that the atrial pacing percentage had changed from approximately 40% to 90%. Technical services recommended consideration of atrial sensitivity settings. No adverse patient effects were reported.